Manufacturer narrative:
Hardware analysis of the returned planar probe found no fault. There was no apparent physical damage and none of the posts were bent. The planar probe returned good geometry, divot error, and normal tracking. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. The site had issues with tracking. The passive tracking spheres were changed without resolution. It was noted some of the posts on the instruments were bent, which threw off the geometry error. No patient present.